Manufacturer narrative:
This report was filed by the MFR.

Event description:
Per hospital's report (mw10411420): "IV tubing with manifold cracked and leaking at top of blue stopcock. Critical vasoactive infusion leaked from line. This resulted in a change in vital signs and required increased treatment and monitoring. Crack at the blue stopcock is easily visible." Multiple requests have been made by cardinal to the hosp for additional info and to receive the set back for investigation. To date, neither has been rec'd. We are unable to find out exactly where the leak occurred. The cardinal set does not contain a stopcock, so we are unsure if our set was involved in this issue. If additional info is rec'd, a follow-up MDR will be submitted.